Event description:
Body guard pump channel 1 alarming "error" after landing, while taxiing to the hangar. Turned pump off then back on and infusion restarted. Pump pulled from service and sent to biomed.